Event description:
The pt was reportedly experiencing pain with stimulation, overly loud sensation, and headaches. Testing showed that the device is functioning with multiple open electrodes. External requirement was exchanged; however, this did not resolve the issue. Surgery to explant the pt's device has been scheduled.